Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device is not detecting when defibrillation electrodes are connected. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.